Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the front response button was defective. The switch was physically damaged. The root cause for the damaged switch was not able to be identified but was likely due to excessive force. No adverse event resulted from the front defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.